Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer reset the pump on their own before contacting technical support, and after receiving pump reset information, there was no recurrence of the malfunction code. However, the pump was replaced, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.